Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump would not power on after a recent battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the power complaint was verified in the history but could not be duplicated during the investigation. The black box shows an unexplained power on reset on (B)(4) 2013. The battery compartment and the returned battery cap are intact and contain no physical damage.ellow o ring is visible. No connection defects were observed. No power interruptions were duplicated when the pump was exercised for 24 hours with the returned battery cap. The battery cap height and width dimensions are all within specifications. Removed the pump cover; no evidence of internal moisture or damage to the power circuit or battery flex was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.